Event description:
Air in line alarm noted. Levophed would not infuse. Patient's bp (blood pressure) 64/40. Neo had to be pushed x3 until other line was primed which took 3 minutes. Asv valve (anti-siphon valve) attempted to be used but did not help.